Event description:
It was reported that the patient had generator and lead replacement surgery on (B)(6) 2014. During surgery, it was discovered that the coils on the existing lead were not on the vagus nerve which was likely the cause of the high impedance. Good faith attempts for product return were performed. The explanted products have not been received to date.

Manufacturer narrative:
Initial reporter phone #, corrected data: the initial report inadvertently did not report this data.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high impedance (dc dc ¿ 7). The patient¿s device was not disabled following the high impedance observation. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.